Event description:
It was reported that during an x-ray examination, the physician noticed that this right atrial (ra) lead was severely kinked due to the suture being too tight. It was decided to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during an x-ray examination, the physician noticed that this right atrial (ra) lead was severely kinked due to the suture being too tight. It was decided to explant and replace this lead. No additional adverse patient effects were reported.